Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sorin lead. (B)(4).

Event description:
It was reported that the device withheld delivery of therapy during ventricular tachycardia (vt) episode due to atrial fibrillation (af). The patient was reported to have experienced syncope which coincided with supra ventricular tachycardia (svt) detection. The ICD remains in use. No further patient complications have been reported as a result of this event.